Event description:
It was reported that cgm displayed malfunction alarm. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance, did not experience repeat cgm error, and successfully started new sensor session.